Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the episode and discussed the presence of aflutter with occasional double counting or farfield r-wave oversensing on the right atrial (ra) lead. Ts discussed programming options. Subsequent information was received that the device delivered inappropriate anti-tachycardia pacing (atp) for a rhythm suspected to be supraventricular tachycardia (svt) or a dual tachycardia. Some atrial undersensing was observed upon review of the stored episode. The atp accelerated the ventricular rate. Subsequent atp therapy was delivered and further accelerated the ventricular rate. Several shocks were then delivered, however, were unsuccessful in converting the rhythm and tachycardia therapy was exhausted. Review of device memory also noted signals on the atrial channel that were consistent with oversensing related to the respiratory rate trend feature (rrt). Ts reviewed the stored episodes and discussed the signal on the ra channel could be related to potential electromagnetic interference (emi) or a potential connection or set screw issue and recommended further evaluation and the option of programming rrt off. Ra impedance measurements were noted to be stable and within normal limits. Ts also recommended further evaluation of the patient rhythm to determine if it was svt versus ventricular tachycardia (vt) versus a dual tachycardia. Subsequently, this ICD was explanted and replaced with a different model. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the episode and discussed the presence of aflutter with occasional double counting or farfield r-wave oversensing on the right atrial (ra) lead. Ts discussed programming options. Subsequent information was received that the device delivered inappropriate anti-tachycardia pacing (atp) for a rhythm suspected to be supraventricular tachycardia (svt) or a dual tachycardia. Some atrial undersensing was observed upon review of the stored episode. The atp accelerated the ventricular rate. Subsequent atp therapy was delivered and further accelerated the ventricular rate. Several shocks were then delivered, however, were unsuccessful in converting the rhythm and tachycardia therapy was exhausted. Review of device memory also noted signals on the atrial channel that were consistent with oversensing related to the respiratory rate trend feature (rrt). Ts reviewed the stored episodes and discussed the signal on the ra channel could be related to potential electromagnetic interference (emi) or a potential connection or set screw issue and recommended further evaluation and the option of programming rrt off. Ra impedance measurements were noted to be stable and within normal limits. Ts also recommended further evaluation of the patient rhythm to determine if it was svt versus ventricular tachycardia (vt) versus a dual tachycardia. Subsequently, this ICD was explanted and replaced with a different model. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the episode and discussed the presence of aflutter with occasional double counting or farfield r-wave oversensing on the right atrial (ra) lead. Ts discussed programming options. Subsequent information was received that the device delivered inappropriate anti-tachycardia pacing (atp) for a rhythm suspected to be supraventricular tachycardia (svt) or a dual tachycardia. Some atrial undersensing was observed upon review of the stored episode. The atp accelerated the ventricular rate. Subsequent atp therapy was delivered and further accelerated the ventricular rate. Several shocks were then delivered, however, were unsuccessful in converting the rhythm and tachycardia therapy was exhausted. Review of device memory also noted signals on the atrial channel that were consistent with oversensing related to the respiratory rate trend feature (rrt). Ts reviewed the stored episodes and discussed the signal on the ra channel could be related to potential electromagnetic interference (emi) or a potential connection or set screw issue and recommended further evaluation and the option of programming rrt off. Ra impedance measurements were noted to be stable and within normal limits. Ts also recommended further evaluation of the patient rhythm to determine if it was svt versus ventricular tachycardia (vt) versus a dual tachycardia. Subsequently, this ICD was explanted and replaced with a different model. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.